Event description:
It was reported that a homechoice device experienced an unspecified alarm. This occurred during peritoneal dialysis therapy. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported event was unknown; however, a check heater line alarm was identified during a review of the event history log and determined to be the reported problem. Internal and external inspection was performed and there were no abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.